Manufacturer narrative:
This report is submitted on march 29, 2019.

Event description:
It was reported the patient experienced infection at implant site; subsequently the device was explanted (date not reported).